Event description:
Complainant alleged that during a routine shift check of the device, the device displayed a "pacer fault code 114" and a "defib fault 72." The complainant indicated that there was no pt involvement in the reported malfunction. The reported fault code message of "pacer fault code 4" does not exist in this device.